Manufacturer narrative:
Additional information received on february 15, 2022 indicated that the patient had the implants removed on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with a mentor memorygel, 150cc on the left and 200cc on the right side breast implant experienced bilateral capsular contracture grade IV post procedure. The matter was diagnosed through physical examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 3, 2022 indicated that the patient also experienced bilateral sever implant malposition, and right delayed breast seroma. The patient had bilateral capsulectomy and bilateral removal. The right side had bubble. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).